Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported 'system error 105' which was observed at power up but not reproduced. The system error 105 was caused by a pump side pole clamp adapter mount screw that had backed out, and was lodged between the camshaft and pump finger. The rear case, camshaft lobe (scratched by screw), and camshaft assembly will be replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed 'system error 105'. It was also reported that there was no pt injury.